Manufacturer narrative:
Occupation is lay user/patient. The customer no longer has the test strips to return.

Event description:
The customer complained of erroneous high inr results using 2 different strip lots on coaguchek xs meter serial number (B)(4) compared to the neoplastin laboratory method. This medwatch will cover strip lot 35349723. Refer to medwatch with a1 patient identifier (B)(6) for information on strip lot 36143823. The customer tested on the meter using strip lot 35349723 at 11:25 a.m. And got a result of 5.3 inr. The customer tested on the meter using strip lot 36143823 at 11:36 a.m. And got a result of 5.1 inr. The customer used a different finger for each meter test. The customer called his physician due to the high results and the physician ordered a laboratory test. The customer was tested at the laboratory at 1:00 p.m. And the result was 2.5 inr. Any medication adjustments were done based on the result from the laboratory. The customer's therapeutic range is 2.3 - 2.8 inr. No medical treatment was necessary. There was no allegation that an adverse event occurred. The customer is in "normal" condition. The customer has no hct issues, is not on heparin or other direct thrombin inhibitors and does not have lupus or antiphospholipid antibodies. The customer is not taking any new medications, has not had any changes in normal medications, has had no diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The customer no longer has strip lot 35349723 to return. The customer has strip vial 36143823 to return. Relevant retention test strips (lot 353497 and 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.